Event description:
The pt experienced a shocking/jolting sensation described as "stabbing" in nature at the lead/extension site. She was at home and re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).